Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus and the root cause was unable to be determined. The hospital staff understood how often the water filter should be replaced, but did not follow the instructions in the instructions for use and instead managed replacement of the water filter based on their own judgment. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that the water filter had not been replaced for over a year and was clogged. There was no patient involvement.